Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: visual and tactile examination of the returned device revealed no damage was noted to the shaft of the device. The balloon was folded and wrapped fully around the shaft of the device. There were traces of blood present inside the balloon. Visual and microscopic examination of the balloon material observed a 2mm partial circumferential located 22mm distal to the distal edge of the proximal markerband. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This was originally to be reported on the 4th quarter alternative summary report, however, due to analysis findings completed on (B)(6) 2011 this is now considered MDR reportable. It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 70% stenosed lesion was located in a moderately calcified and moderately tortuous shunt vessel. The (B)(4) balloon ruptured at ten atmospheres. Number of inflations is unknown. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is okay. Device analysis revealed a circumferential tear.